Event description:
Tyler clark reported issues with scratches and occasional lag in touch screen responsiveness. There was no adverse impact to the customer¿s blood glucose level. However, further assistance or follow-up was declined by the customer, and no additional corrective actions were taken or deemed necessary.